Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the error "scope not recognized" occurred due to damage, corrosion, and wear. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center had an error when connecting the scope. The issue was found during pre-use inspection. The diagnostic procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation where service confirmed the customer's complaint. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.